Event description:
The customer reported that the reservoir of an unknown infusor device ruptured after patient use. The device had been disconnected from the patient and was being transported back to the facility when the reservoir ruptured. The device contained 230 mililiters of 5-fluorouracil when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The product code of this device is unknown; therefore, the us 510k number cannot be determined. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.